Event description:
It was reported that when the patient presented in the hospital for a device change out due to a normal eri, high pacing lead impedance was observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.